Event description:
On (B)(6) 2012, accuray was informed by the site physicist that 0.4 mm difference was found between baseline quality assurance testing done in (B)(6) 2011 and (B)(6) 2012. No serious injury reported to date.

Manufacturer narrative:
Accuray is investigating this issue with the user facility and will provide results when available.